Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4) notification received thi : 7/18/2018. FDA report: 03/06/2017. Date of event: (B)(6) 2017. FDA medwatch report found during an internal post market surveillance review when performing a maude database search. Notification regarding the mw5068297 never received by manufacturer. Most likely underlying root cause: mlc-57-user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system. Note: email was sent to FDA on 7/30/2018 to obtain additional patient contact information regarding medwatch mw5068297 in order to follow up with customer. Respond received on 7/31/2018 stating that unfortunately, they were unable to release any further information that pertains to the report in question.

Event description:
FDA medwatch found during a post market surveillance. Customer complaint details: this concerns a true metrix blood glucose meter. The company issued a replacement true metrix meter in response to my complaint that I had noted wildly fluctuating discrepancies with the readings I was getting from my initial meter. When I received the meter I ran a comparison of readings with the provided control solution. Tested with control solution initial meter 128 replacement meter 127. As you can see, they agree with each other. But when I ran a comparison test immediately thereafter with a blood sample on the two meters this was not the case. These tests coincided with the 2 hours after breakfast schedule that I normally test on. Tested with drop of blood initial meter 127 replacement meter 111. I was interested to note that both meters know when they are being tested with a control solution - the display for these readings include a (c) in what looks to be a bottle of control solution. I am concerned that the meter's testing algorithm recognizes that it is being subject to a calibration test and reacts differently. I was reminded of the recent (B)(6) emission testing scandal where the cars behaved differently when they recognized that a test was in progress.